Manufacturer narrative:
Additional information was added to d5, g4: PMA/510k #, h4, h6 and h11: h11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump experienced an unintended shutdown. This issue was further described as, ¿shuts down by itself¿. The process step during which this occurred was unknown and it was unknown if the patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.